Event description:
Related to MFR report number: 2183959-2012-01126. ¿on or about (B)(6), 2006,¿ underwent a total hysterectomy and was implanted with a monarc subfascial hammock mesh system, ¿for treatment of pelvic organ prolapse (pop) and stress urinary incontinence (sui).¿ plaintiff¿s attorney has alleged that plaintiff¿s severe abdominal pain and recurrent stress incontinence and frequency that is ongoing had caused her to be ¿temporarily, totally disabled,¿ and she is no longer able to engage in marital relations with her husband. It was also alleged that, ¿as the result of having the device implanted in her,¿ plaintiff has suffered significant mental and physical pain, discomfort, and permanent substantial physical deformity,¿ she had suffered physical and mental injury, including chronic pelvic pain, spotting, bleeding, loss of functionality, depression, loss of quality of life and had other losses.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.